Event description:
It was reported that four large volume pump (lvp) display boards were received as unexpected return and needed to be replaced.

Manufacturer narrative:
The reported issue of unexpected lvp dim segments on led display was confirmed on 4 out of 4 returned boards. Physical inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 4 out of 4 lvp display board assemblies exhibited dim segments. Testing results identified 4 out of 4 returned lvp display board assemblies with dim segments. Manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only display boards were provided for investigation.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that four large volume pump (lvp) display boards needed to be replaced.